Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The oxygen tubing was replaced, and the unit was returned to service. Customer contact reported there was no patient involvement. Unique device identifier: (B)(4).

Event description:
The hospital reported the unit was not able to perform fluid suctioning. There was no report of patient involvement.